Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. The epg failed functional testing - main printed circuit board (pcb) was out of specification electrical. It was also noted that the main seal was contaminated, display wires were pinched but wire insulation not compromised and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection points on the external pulse generator (epg) were damaged and no longer secured the leads in place. The epg was returned for service. There was no patient involvement.